Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient received inappropriate therapy due to ventricular arrhythmia. Multiple shocks delivered causing the therapy to get exhausted. No adverse patient effects were reported.